Manufacturer narrative:
The event device has been returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: this (B)(4) will address the second trocar. (B)(4) will address the first trocar. "This is a complaint from the market. Administrative (B)(4). Please refer to the complaint sheet for investigation." "Septum damage" "report from the sales rep: the customer noted that a portion of the septum was attached to be inside the seal. The same incident occurred in another trocar. Any portions of the seals didn't fall inside abdominal cavity. Insertion of gauze might contribute to the incidents. Septum cer check list is unavailable. Initial investigation report by aomori olympus: two(2) event units were returned to olympus and visually inspected. <first seal> the seal was dismantled by the facility for visible check. The reported damage to the septum was confirmed; the septum was missing a portion; the size of the returned portion of the septum is approx. 13.5 mm x 14.5 mm. The portion matched to the missing location in shape. <second seal> the reported damage to the septum was confirmed; the septum was missing a portion and a petal of the shield pierced the septum; the size of the returned portion of the septum is approx. 6.5 mm x 6.0 mm. The portion matched to the missing location in shape. Two(2) units will be returned to amr for further evaluation. Admin (B)(4)." Additional information received via email from distributor on may 17, 2017: the two trocars were used on different surgeries. The two separate surgeries were "successfully completed. "However, it's unknown whether two trocars were replaced with new one or the surgeries were done without replacing the trocars. The septum damages for two returned trocars occurred on the same way." Type of intervention: n/a. Patient status: no patient injury.

Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragments returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.